Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that patient underwent revision surgery due to a broken nail. Tfna nail was broken at proximal part, at bumb cut area. Patient had experience mild pain. Patient is under observation and may undergo further revision if fracture does not heal.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Added: b5, e1 (hospital), b7, b14 (to capture DHR). Corrected: b3, d6a. H3, h6 photo investigation: the product was not returned to j&j medtech orthopaedics, however photos were provided for review. Visual analysis of the photo revealed that tfna fem nail ø12 le 130° l340 timo15 was observed broken across the proximal screw hole. No other issues were identified. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the tfna fem nail ø12 le 130° l340 timo15 would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of the medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): manufacturing location: monument, manufacturing date: 09-jul-2021, expiration date: 01-jun-2031, part number: 04.037.255s, 12mm/130 deg ti cann tfna 340mm/leftt- sterile, lot number: 228p754, lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, in-process/inspect dimensional/final, ns071311 rev f met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection, ns067861 rev b met all inspection acceptance criteria. Packaging label log (pll) lmd rev ac was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 20220 supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.942.2, lock prong, 130 degree tfna, lot number: 135p902, lot quantity: (B)(4), production order traveler met all inspection acceptance criteria. Part number: 04.037.912.3, tfna lock drive, lot number: 234p059, lot quantity: (B)(4), production order traveler met all inspection acceptance criteria. Part number: 21127, timoagri16.00, lot number: 61p6705, lot quantity: (B)(4). Certificate of test report supplied by perryman co. Dated 27-apr-2020 was reviewed and determined to be conforming. Lot summary report dated 30 june 2020 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. Device history review (DHR): 11-nov-2024: DHR reviewed by: eortiz. This lot met all dimensional, visual, sterilization, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received and stated as follows: surgery date: (B)(6) 2024. The patient fell after 1-month post-surgery on the left side but did not notice that the implant had broken. During the tca on (B)(6) 2024 in the clinic, the patient complained that the implanted side had some mild pain. After taking the x-ray, it was found that the implant had broken. No further removal planning so far. Since the patient does not have other symptoms besides mild pain. The patient will be placed under observation for the time being, and anticipate that the fracture can unite before the second surgery takes place. The patient complained of having mild pain in the implant area during the last visit on (B)(6) 2024. After taking the x-ray, it was found that the implant had broken.